Event description:
It was reported that during a lap. Appendectomy procedure the devices jammed after being fired one or two times. After that the clips started falling out of the device. The clips fell into the patient, but were retrieved. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Advancer bypass. User facility medwatch attached the analysis results found that one device was received in good visual condition. The device was cycled and it would not feed the clips, after the device was fired it locked out as intended, but the orange indicator did not show up. The device was disassembled to examine the condition of the internal components and an advancer bypass was found jamming the remaining clips and not allowing the clip to advance. A batch record review was performed and no anomalies were found during the manufacturing process.